Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that in january, he had been hospitalized and had high blood glucose levels that were possibly related to the pump. The patient lost the pump while in the hospital and is currently on an alternate insulin delivery method, and is seeking a new pump. This complaint is being reported as the patient experienced hyperglycemia possibly related to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.